Event description:
It was reported that the caller needed assistance updating the time on their pump. There was no adverse impact to the customer's blood glucose level. Customer support helped the caller correct the pump time, and the caller was advised to monitor the situation and follow up if the time discrepancy reoccurred, which they acknowledged.